Event description:
It was reported that the patient received a vibratory alert for a lead impedance of less than 100 ohms. In clinic, the lead impedance ranged from 100-300 ohms. The physician elected not to replace the lead and since the patient was in atrial fibrillation, the programming was switched to a non-tracking mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.